Manufacturer narrative:
Continuation of d10: product ID: 3550-39; lot# 0206348534; implanted: (B)(6) 2016; product type: accessory; product ID: 977a260; lot# 0211256256; implanted: (B)(6) 2016; product type: lead; product ID: 977a260; lot# 0211261728; implanted: (B)(6) 2016; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep stated that the revision took place and the leads were pulled back in to the original position (mid t9-t11 from t3-t7). The anchors were unable to be released as they were completely encapsulated. There was no evidence to explain how the leads had migrated so far. The doctor sutured a relief loop (created by pulling leads down) to the fascia. It was discussed that this may still have further lead migration, but the doctor accepted this and will replace entire lead and anchor next time if this happens. For now, there will be no further action. Will need to monitor patient for future lead migration. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot#: 0206348534, implanted: (B)(6) 2016, product type: accessory. Product ID: 977a260, lot#: 0211256256, implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, lot#: 0211261728, implanted: (B)(6) 2016, explanted: product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-apr-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient was admitted to the healthcare facility on (B)(6) 2020. A manufacturer representative was contacted by the patient¿s treating physician at the time of report in order to check the patient¿s device and reprogram it. Testing performed at that time found the patient was ¿getting rib cage stimulation, patient had loss of therapy, and increased right leg pain.¿ x-ray imaging was performed and a check of the images on (B)(6) 2021 showed suspected lead migration with the leads positioned t3 to t7 ¿ ¿suspected, as no images of original implant position were available at that time.¿ it was noted that it was unknown at the time of initial report whether an anchor failure had occurred and that the ¿leads look like they had migrated cephalad.¿ the patient¿s physician confirmed as of (B)(6) 2021 that there was lead migration. The patient¿s device was turned off at the time of initial report in order to avoid uncomfortable stimulation until the patient¿s physician returned; the issue remained unresolved at that time. The patient was later booked for a revision procedure on (B)(6) 2021 to reposition the leads. It was stated that the position and integrity of the anchors would be reviewed at that the patient¿s leads would be repositioned and re-anchored with new leads. There were no further complications reported or anticipated.